Manufacturer narrative:
(B)(4). Although there was reportedly no impact to the patient, the event description indicates blood loss did occur. The amount of blood loss was less than 250ml. The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The user facility reported two similar complaints for devices with the same product code/lot number combination, also see MDR 1118880-2015-00117 and 1118880-2015-0018. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) a high volume of leakage from the valve in the 6fr x 10cm pinnacle tif tip introducer sheath; (2) the customer swapped out the sheath with a new one to solve the issue; (3) blood loss was less than 250ml; (4) the procedure was completed successfully; and (5) the patient is doing fine.

Manufacturer narrative:
(B)(4). The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, the off-center anomaly found on the returned sample may have led to the reported leak. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
(B)(4).